Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the tracheostomy tube was put in the patient on (B)(6) 2011 and was pretested. Two to three hours after the it was placed in the patient they heard the ventilator alarm, and noticed that the tube was not holding air. No patient harm was noted and the tube was removed, and replaced with a new 10dct.